Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic total laparoscopic hysterectomy (tlh). Noticed towards the end of the case that the inner ring of the alexis had popped off the sheath. No tears in the sheath, just no longer connected to the ring. Case completed. Patient status: no patient injury. Type of intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of sheath separation. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented material enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to the implementation of the material enhancements. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: robotic total laparoscopic hysterectomy (tlh) noticed towards the end of the case that the inner ring of the alexis had popped off the sheath. No tears in the sheath, just no longer connected to the ring. Case completed. Patient status: no patient injury. Type of intervention: unknown.